Event description:
The technician alleged that the knee up control is not working. No patient impact.

Manufacturer narrative:
The technician found fluid ingress in the patient control board. The technician replaced the patient control board to resolve the issue.